Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. The pump was unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to blank display. No vibration anomaly noted. Pump was received with cracked display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 91 mg/dl at the time of the incident. The customer stated that the pump vibrated with an unexpected restart alarm. The customer stated that the right hand of the screen was slightly cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.